Manufacturer narrative:
Based on the information provided, the tissue sample exhibiting sub-optimal tissue processing are derived from the "rnsh overnight run 8 hrs" protocol comprising 82 cassettes, which started in retort a at 18:16pm on (B)(6) 2019 and completed at 04:30am on (B)(6) 2019. All reagents used for the "rnsh overnight run 8 hrs" protocol started in retort a at 18:16pm on (B)(6) 2019 had been used for at least two (2) previous processing runs without reported incident. There is no evidence of any use error in replacing a reagent(s) which would either caused or contributed to the circumstances involved in this complaint. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "rnsh overnight run 8 hrs" protocol started in retort a at 18:16pm on (B)(6) 2019. Error code "1337" indicating a leaking retort wax valve was recorded at 04:03am on (B)(6) 2019 for retort a following completion of the "rnsh overnight run 8 hrs" protocol comprising three (3) cassettes, which started in retort a at 19:57pm on (B)(6) 2019 and completed at 04:01am on (B)(6) 2019. The following information was displayed to the user in association with this error code: "retort wax valve leaking. Do not use instrument; contact service, retort a." The root cause of the "1337" error code which indicates the sudden, unexpected change in the retort wax line temperature, was incidental, and are not considered to have either caused or contributed to the sub-optimal tissue processing identified by the complainant. The fss indicated that the "rnsh overnight run 8 hrs" protocol started in retort a at 19:57pm on (B)(6) 2019 is a test run. Investigation of this complaint found that the instrument operated within specification during execution of the "rnsh overnight run 8 hrs" protocol started in retort a at 18:16pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On (B)(6) 2019, leica biosystems received a complaint that: "tissues were spongy on retort a". On (B)(6) 2019, a leica field service engineer (fse) visited the customer site in relation to the "1337" error reported by the complainant. The fse replaced the wax valves for both retorts; the wax line heaters; and performed system verification tests, for which all results were satisfactory. On (B)(6) 2019, the leica product application specialist (fss) received the following information from the complainant: "one case was reported however they could not discount dysplasia. So the surveillance of the patient has been brought forward. It was explained to me that the case is a barrett's oesophagus case and because the pathologist couldn't confidently discount dysplasia the patient will now come back in three months instead of a year surveillance. One case was a query cmv, but the ihc was not reportable - in other words ihc was unsuccessful. Currently there has been no recommendation made for re-biopsy (yet). The rest of the affected cases were reportable with a sort of disclaimer in the report which was verbalised to me as follows: "due to a fault in processing, interpretation was made difficult'." On (B)(6) 2019, the leica product applications specialist received information from the complainant that information received on (B)(6) 2019 in relation to the patient outcome remains the same; and "there been no patients asked for rebiopsy". (This information was received by leica biosystems (B)(4) on (B)(4) 2019).